Event description:
It was reported by dealer that the caster is cracked on the inside of the plastic area out of box. Dealer advised caster is for a lift. Dealer hung up received information from customer service representative.